Manufacturer narrative:
Eval: results: embolism-device. Severely calcified lesion. Eval: conclusions: severely calcified lesion. (Unk location of the un-deployed stent). Eval summary: medtronic has received the device and its analysis has been completed. The hypotube was kinked 55cm proximal to the guide wire entry port. The stent was not present on the balloon which had not been inflated. There was a crystallized solution at the guide wire entry port. The distal tip was somewhat damaged suggesting that it may have stubbed against the lesion. The balloon folds were somewhat open although the balloon had not been inflated. There were crimp bake impressions evident on the un-inflated balloon. The balloon material was cut back and the inner lumen was inspected for evidence of crimp bake impressions. The presence of crimp bake impressions on the balloon material and the inner lumen confirm that the stent was crimped on to the balloon as per specification requirements. Info received from the account confirmed that the lesion site was calcified and the stent dislodged. Based on the damage noted to the distal tip and the kink on the hypotube, the possibility exists that some resistance may have been encountered advancing the stent to and/or across the lesion.

Event description:
A 2.5 mm diameter x 14 mm length micro driver coronary stent delivery system was inserted into a pt for the treatment of a circumflex lesion. Vessel morphology was reported as severely calcified. It was reported that the stent had dislodged. The dislodged stent was unable to be located; however, the physician thought it may have gone down into the leg. No additional details have been obtained. No additional clinical sequelae were reported, and the pt condition is unk.